Event description:
Joint fluid retention [joint effusion]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female patient, initials (B)(6), with gonarthrosis. The patient's medical history was not provided. On (B)(6) 2012, the patient initiated treatment with synvisc (hylan g-f 20), 2 ml, once weekly, in an unspecified location. The lot number for synvisc was not provided. On (B)(6) 2012, the patient administered second synvisc injection. On (B)(6) 2012, the patient was administered the third synvisc injection. On (B)(6) 2012, the patient experienced joint fluid retention. It was reported that the patient initiated treatment with dexamethasone sodium phosphate injection. On an unspecified date, synovial culture test for joint fluid was negative. Action taken with synvisc was not provided. The outcome for the event of joint fluid retention was unknown. Relevant concomitant medications included sodium gualenate hydrate, eperisone hydrochloride and ketoprofen. The intensity of the event of joint fluid retention was not provided. The reporting physician did not provide the relationship between synvisc and the event.

Manufacturer narrative:
Evaluation summary: the qa (quality assurance) investigation summary was received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.